Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0116193 (con): information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient reported their bladder is back to doing the same thing it did prior to implant. The doctor thought it was a uti, but it they determined it was not. The patient tried increasing stimulation prior to calling which has not helped and they now feel stimulation in their leg. Agent did not ask about the circumstances that led to the reported issue. On the call, the patient attempted changing from program 4 to program 3 at 2.0 (confirmed stimulation is not uncomfortable). They tried programs 1 and 2 but felt a needle like pain. They will monitor their symptoms while program 3 and follow up with the doctor at their appointment next week.